Event description:
It has been reported that a sureflex steerable guiding sheath was selected for use for an unknown procedure. It has been mentioned that the user experienced an issue where the sheath was exposed to foreign material. No patient complications reported. Device and procedure outcome are unknown. Product is expected to return for analysis.

Manufacturer narrative:
The device has been returned for analysis. Analysis of the device found that the original packaging was opened but the sterile seal was left intact. Further, an embedded black spot, 0.25 mm^2 in size, was located inside the plastic tray towards the distal tip of the device. The tray was taken for a closer inspection and the foreign material was found to be embedded within the plastic tray and could not be loosened. However, the size of the particle does not meet bsc acceptance criteria for loose particulate (0 instances of contamination >0.20 mm^2 in size are permitted) and is therefore considered a failure. A tappi chart was used to measure the foreign matter and failed the specification for maximum allowable particulate size.

Manufacturer narrative:
The device has not yet been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
It has been reported that a sureflex steerable guiding sheath was selected for use for an unknown procedure. It has been mentioned that the user experienced an issue where the sheath was exposed to foreign material. No patient complications reported. Device and procedure outcome are unknown. Product is expected to return for analysis.